Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: analysis was performed on the returned device. The reported cuff miss/ suture retrieval issue was confirmed. It was reported that a femoral angiogram was not performed. The deployment sequence in the perclose proglide instructions for use states: perform a femoral angiogram to verify the location of the puncture site. The investigation determined the reported difficulty appears to be related to user technique and/or an interaction with patient anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device, using a pre-close technique, via a 6f sheath prior to an interventional procedure. Reportedly, the sutures did not capture; a cuff miss was noted. Hemostasis was achieved by applying manual arterial compression. Left common femoral arteriotomy closure was attempted with a proglide after the interventional procedure. Although the device was pre-flushed with saline, after insertion in the anatomy, there was no blood flow from the proglide marker lumen. Another proglide device was used and hemostasis was not achieved. The method of achieving hemostasis was not specified. Protamine was given. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.